Event description:
Lifescan onetouch ultra meter gives mg/dl readings that are consistently 20-30% high. This was tested against another meter - also lifescan - with the same drop of blood. Lifescan was contacted and they stated that comparisons between the readings of two different meters is not valid. They stated that two meters may be calibrated to read as much as 30% different. Please, what is the definition of calibrate. One definition is "setting or correcting of a measuring device or base level, usually by adjusting it to match or conform to a dependably known and unvarying measure". In this context they are purposely misleading the public of the accuracy of their own statement they have purposely built in a 30% error on the high side. The reason reporter is so concerned is that they have only recently been diagnosed by a physican as being diabetic. The reporters a1c tests are now showing about 110 mg/dl, as stated by the dr. However, their fasting blood sugar is showing 150-170 mg/dl, according to the lifescan meter. If the a1c tests are an average for 3 months and fasting sugar is 150-170 mg/dl there is something definitely wrong with the meter. They insist there is not a problem or concern.